Event description:
Customer reports drawer on pyxis anesthesia system failed. No pt harm.

Manufacturer narrative:
(B)(4). Additional data/failure investigation: customer cleared physical object jam that caused drawer failure. Field service tech call cancelled.